Event description:
Reportedly, the instrument cannot be fired properly. The instrument could only be fired about 20 precent. Therefore, the tissue had to be resected because of the trauma caused by the jammed instrument. The operation site was oversewn.